Manufacturer narrative:
Age or date of birth, weight, ethnicity: information unknown/not provided. Implant date (2021 reports): if implanted, give date: not applicable, as lens was removed in the initial surgery. Explant date (2021 reports): if explanted, give date: not applicable, as lens was removed in the initial surgery. (B)(6). The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) model dcb00 had unfolding issue. There was patient contact with the lens; however, no injury has been reported. The iol was discarded at the site. No further information provided.